Event description:
It was reported that vacuum issues were found during use with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter, "it is reported 3 tubes had no vacuum during use. Received call about under fill and/ or no vacuum when using vacutainers. This happened 5 separate times with no specific dates. Customer only knows it happened twice on (B)(6) 2019 not sure about the other events. She will ask her distributor about replacements. Tubes were discarded, not sent off for testing and she does have samples to send in. Customer states that one of their phlebotomists, of 20 years, had 5 instances of no vacuum with the sst tube. She was using a bd straight needle and holder. When the phlebotomist used a tube with no vacuum, she replaced it with another tube, and the blood flowed. The customer stated that no other phlebotomist is having this issue." 1 of 2 complaints, 3 occurrences reported for this report.

Manufacturer narrative:
Investigation: bd received samples from the customer facility for investigation. The samples were tested/evaluated and the customer's indicated failure mode for underfill with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that vacuum issues were found during use with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter, "it is reported 3 tubes had no vacuum during use. Received call about under fill and/ or no vacuum when using vacutainers. This happened 5 separate times with no specific dates. Customer only knows it happened twice on (B)(6) 2019 not sure about the other events. She will ask her distributor about replacements. Tubes were discarded, not sent off for testing and she does have samples to send in. Customer states that one of their phlebotomists, of 20 years, had 5 instances of no vacuum with the sst tube. She was using a bd straight needle and holder. When the phlebotomist used a tube with no vacuum, she replaced it with another tube, and the blood flowed. The customer stated that no other phlebotomist is having this issue." 1 of 2 complaints, 3 occurrences reported for this report.